Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection with sepsis. Also, the patient had valvular vegetation. There were no additional adverse patient effects reported. The device was explanted. Additional information indicated that the patient had sepsis-streptococcus bovis bacteremia with transesophageal echocardiography (tee) findings concerning for vegetations on implantable cardioverter defibrillator (ICD) device and lead. Also, this type of event was noted to have serious adverse device effect (sade) without device deficiency. There were no additional adverse patient effects reported. The device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection with sepsis. Also, the patient had valvular vegetation. There were no additional adverse patient effects reported. The device was explanted.